Manufacturer narrative:
The device was not returned to olympus for evaluation. The distributor's service department evaluated the device and was unable to duplicate the reported problem. The device did not display errors or failures during multiple operational tests and no problems were found.

Event description:
Olympus was informed that the device did not take pictures and the error e209 appeared. There was no patient injury or harm, associated with the problem, reported to olympus. The problem was detected by the distributor prior to shipment to the customer.